Manufacturer narrative:
User was hospitalized from saturday (B)(6) 2025 to monday (B)(6) 2025. The event was not related to diabetes. The user mentioned they did receive treatment at the hospital but were uncomfortable with sharing more details since it was not related to the eversense system. Upon review of dms, the user is using their system and has information up to date.

Event description:
Senseonics was made aware of an incident where user was hospitalized from saturday (B)(6) 2025 to monday (B)(6) 2025. The event was not related to diabetes. The user mentioned they did receive treatment at the hospital but were uncomfortable with sharing more details since it was not related to the eversense system. Upon review of dms, the user is using their system and has information up to date.